Manufacturer narrative:
The manufacturing details were incorrectly reported previously. This report notes the correct manufacturing details.

Event description:
New information received notes that the patient had additional episodes of non sustained right ventricular oversensing due to post paced t wave oversensing. Programming changes were suggested. Additional information was not reported.

Event description:
New information received on 12/19/2017 notes that patient had additional episodes of non sustained right ventricular oversensing due to post paced t wave oversensing which were seen on merlin transmission. Programming changes were made on (B)(6) 2017. Patient was stable.

Event description:
It was reported that there were non-sustained right ventricular oversensing episodes due to post-paced t wave oversensing. Additional oversensing episodes occured on (B)(6) 2017. The patient was asymptomatic. No intervention was performed. The clinician will continue to monitor the patient.

Event description:
New information received notes that there were additional episodes of post paced t wave oversensing. The device was post paced t wave oversensing on the ventricular channel. Patient did not receive therapy during oversensing. Programming changes were made on (B)(6) 2018. Patient was stable.

Event description:
New information received on 11/20/2017 notes that the patient presented via merlin with additional episodes of non sustained right ventricular oversensing (nsrvo) due to post paced t wave oversensing. The patient did not receive therapy during oversensing and the oversensing was noted on a stored electrocardiogram. Programming changes were suggested; however, the clinician elected to not perform any programming changes and will continue to monitor the patient. The patient was stable.